Event description:
Customer reported injuring herself while using a pair of guardian crutches. From discussion with end user, she thinks the detent pin used to adjust the height of the crutch fell out and the crutch gave way causing her to fall.

Manufacturer narrative:
Failed crutch will be returned to sunrise for eval but had not been received as of report date.